Event description:
It was reported that during an afib procedure, the patient became hypotensive. A pericardiocentesis was performed and the patient was stabilized. The patient was inpatient for observation at the time of the call. No further patient details on patient status were available. The caller reports that the patient had a history of a "known esophageal ulcer."

Manufacturer narrative:
(B)(4). The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. The catheter was also tested on deflection characteristics and it passed accordingly. Finally an irrigation test was performed and it was found that the fluid did not flush on one of the irrigation holes. The catheter was then dissected but no obstruction could be found on the irrigation tube or holes, therefore, no root cause could be drawn for the irrigation issue. However, this condition could not be directly related to the complaint condition. The device history record could not been reviewed since the lot # of this product was not provided when event reported.

Manufacturer narrative:
The concomitant products: carto 3 system: model # m-4800-01, serial # (B)(4). Stockert 70 system: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Manufacturer ref # (B)(4).